Manufacturer narrative:
The field service engineer (fse) found that the probe wash collar had a buildup of cap particles (stopper debris) clogging the drain port pathway. He resolved the issue by removing the debris. (B)(4).

Event description:
The customer stated the probe wash leaked about 1 ml of cleaner during operation of the unicel dxh 800 coulter® cellular analysis system. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment.